Manufacturer narrative:
A service report has been received and evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that the system experienced an overpower of the electrical power supply during surgery. A system message was displayed. The surgery could not be continued at that moment by classical/manual procedure and the patient was transferred urgently to another hospital for surgery. The patient impact is unknown. Additional information has been requested but not received to date.